Event description:
The technician alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The brake caster and brake support were replaced by the technician to resolve the issue.